Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. No prime anomaly or excessive no delivery alarm noted during testing. No moisture damage found on electronic assy and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 485 mg/dl to 498 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.